Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed replace battery now. Customer was assisted with troubleshooting for alarm. Customer's blood glucose was unknown at the time of incident. Customer stated that the battery was not previously used, that the insulin pump was not dropped, the drive support cap was not damaged, and that there were no unattended alarms. The customer indicated that it was the second occurrence of replace battery now alarm without receiving low battery alert prior. The customer was advised that the insulin pump needed to be replaced. The customer was also advised that they may continue to wear the insulin pump until the replacement arrived if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The power management tool confirmed power error alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at printed circuit board connector. Unit also alarmed power loss, low battery and replace battery now due to resistance issue at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.